Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the air/water tube and the air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water tube and air/water cylinder. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The most probable cause of the identified failure is cause traced to failure to follow instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 - device mfg date.